Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013, at 4:00am and 8:00pm. Patient's mother (ph) stated that patient was sweaty and couldn't breathe properly, was sick to his stomach, his face turned red and she thought he was having a heart attack. The reading on the prodigy meter at the time of the event was 120mg/dl. Ph called paramedics immediately. Paramedics performed 2 glucose test on their meter with readings of 245mg/dl and 230mg/dl. Approximately 10 minutes had passed between testing with prodigy meter and paramedics meter. Patient declined to go to emergency room. Paramedics performed EKG (no results given) patient was also given oxygen. Blood pressure was also taken and was 120/70. Pdc sent replacement and prepaid envelope requesting return of suspect device. Imp ref# (B)(4).